Event description:
It was reported that 9 false positive results were obtained while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic). No organisms were seen on the subcultures reloaded into the instrument; therefore, the positive results were not reported to the clinicians. There was no report of adverse patient impact. The following information was provided by the initial reporter: "false positives. Smax work orders already created with details (01360387). With the recent report of 9 x false positives on 12 august we received the following info: all on ft4403. All lot #1097780 lytic bottles. Bottles from various departments in the hospital. All drawer b of instrument ¿ 1c, 1b, 1b, 1b, 2a, 1b, 1b (one was a real positive). All occurred as a cluster over a few hours. Customer felt the system is fine for a month then then a cluster of false positives occur.". "No organisms seen upon subculture and reloaded onto instrument. Therefore, positive result not reported to clinicians and no adverse patient outcomes.".

Manufacturer narrative:
Investigation summary : customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 false positive results were obtained while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic). No organisms were seen on the subcultures reloaded into the instrument; therefore, the positive results were not reported to the clinicians. There was no report of adverse patient impact. The following information was provided by the initial reporter: "false positives" smax work orders already created with details (01360387). With the recent report of 9 x false positives on 12 august we received the following info: all on ft4403. All lot #1097780 lytic bottles. Bottles from various departments in the hospital. All drawer b of instrument ¿ 1c, 1b, 1b, 1b, 2a, 1b, 1b (one was a real positive). All occurred as a cluster over a few hours. Customer felt the system is fine for a month then then a cluster of false positives occur." "No organisms seen upon subculture and reloaded onto instrument. Therefore, positive result not reported to clinicians and no adverse patient outcomes."